Event description:
It was reported that patient reported that her hip has always been sore. She states that the soreness increases with certain activities but never goes away. The right hip feels heavy and pain is in front of her thigh. The patient has been to her dr on (B)(6) for testing i.e. Blood work, bone scan and MRI. Dr has diagnosed her with metallosis and states that she will need revision surgery. The surgeon has not yet been scheduled.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock met specifications. The complaint history review indicated that there have been similar events for the reported family. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.